Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited increased capture threshold which was greater than amplitude safety margin. No changes or interventions were reported. There were no patient consequences.